Event description:
It was reported on (B)(6) 2022 that the spring wire guide (swg) was kinked during use on the patient. There was no medical intervention reported. The current patient's condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on (B)(6) 2022 that the spring wire guide (swg) was kinked during use on the patient. There was no medical intervention reported. The current patient's condition is reported as "fine".